Event description:
The suture was used during a bypass procedure. Reportedly the patient returned to the o.r. 6 days post-operatively due to a suture dehiscence. Repaired with suture. At this time no additional information was available.